Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment; device was tested on as received condition, revealed tissue build up. The teflon pad had normal wear, melted slightly in mid-section; however no metal was exposed. Probe check could not be performed due to broken probe unit. The distal end was inspected under a microscope and found approximately 18mm of the probe unit is detached /missing; missing portion of the probe unit was not returned. The user¿s complaint was confirmed. The most likely cause for such probe damage is due to the probe coming into contact with a hard or metallic surface during device activation. Such type of damage on the probe is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during laparoscopic assisted vaginal hysterectomy , the probe broke off inside patient¿s pelvis. The broken part was retrieved successfully using forceps. Furthermore, olympus was informed that there was no damage to the metal pad and no metal was exposed. The event occurred while the doctor was cutting tissue with the device at the end of the procedure. The procedure was completed using the same device. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.